Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) analyzed the system remotely and confirmed that the system was not starting. The philips field service engineer (fse) inspected the system onsite and identified that the suite pc application was not starting. Upon troubleshooting actions, fse reinstalled the software and performed the configurations and calibrations. After reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not start up. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.